Manufacturer narrative:
The biomedical engineer ordered a power management to address the reported problem. Review of the service history of this unit shows no further service call received from this customer.

Event description:
The customer reported the ventilator switched from ac power to battery power while connected to ac power. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Initial reporter phone number removed from grid - failing electronic submission (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator switched from ac power to battery power while connected to ac power. The customer reported the device was in use, but there was no patient harm reported.